Event description:
The customer reported via phone call that they had an adverse event with their insulin pump. The customer reported blacking out from over-treatment with a bolus. Customer had administered two boluses within a short time frame, causing them to be unconscious. The customer hit her head on the floor during this incident. Customer's spouse also observed blood on the floor. The spouse also reported the customer would have hypoglycemic experiences while on the insulin pump. It was also reported the customer would have false low readings with their sensor. Customer declined to troubleshoot with the helpline. The sensor was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.